Manufacturer narrative:
Review of images shows sample resulted as negative for all screening cells 1-3. Images of screening cells appear negative. Customer reported repeating the screen assay with a new lot of capture-r ready indicator red cells (crric), lot 221643. Sample showed expected reactivity with the new lot of crric with the same positive test results as the other facility. Cannot rule out that crric may have been compromised and caused the unexpected negative results.

Event description:
Customer reported unexpected negative reactions when testing a sample with capture-r ready screen (crrs) 3 on the echo. The sample was tested at a different facility and an anti-d was detected.